Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum (and then even later nerve fibers), which again forms a conductive path between the electrode and nerve.

Event description:
It was reported that the patient's high impedance resolved and was within normal limits the next day. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient's neurologist indicated the high impedance was likely related to the patient's nerve still healing following implant surgery and that the lead had not "settled yet." It was also reported that the patient was petite and could feel the device stimulate as expected. Multiple attempts were made for additional information; however, no further relevant information has been received to date.